Event description:
It was reported that during a gastrectomy procedure, it was impossible to reload the cartridge. The blade of the device was slightly advanced when the surgeon was trying to put in a green reload. He tried with a second green reload and the same problem occurred. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Premature sled movement. The device was received for analysis with no visual non-conformances and with two green cartridges reloads present. The cartridges reloads were received partially fired 1/10. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The returned device and cartridges reloads were tested for functionality in the articulated position by resetting and reloading it into the device. However, due to the cartridge pan was partailly detached from the cartridge a one driver lost its intended position damaging the cartridge body during firing. While no conclusion could be reached as to how the pan became dislodge from the reload, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications. Upon firing of the device with the cartridge reload b, the device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.